Event description:
Customer reportedly received results of 348 mg/dl and 92 mg/dl within 10 minutes on the compact system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The returned test drum was empty; testing was not possible. Retention data provided.